Event description:
It was reported that ventricular fibrillation occurred. A Pulse Field Ablation (PFA) procedure to treat an atrial fibrillation was being performed and an unknown FARAWAVE Pulse Field Ablation Catheter was selected for use. During the right sided atrial flutter portion of the procedure, ventricular fibrillation (VF) was noticed in the patient. While utilizing the FARAWVE catheter for an ablation along the CTI line, it was notices that the patent went into VF via the recording system. The patient was defibrillated or shocked and the patient was able to come out of VF temporarily. The patient then when in and out of VF five more times where the patient was defibrillated each time and brought out of VF. An interventional cardiologist was called, and an angiogram was performed on the patient. Nitroglycerin was also administered. The patient was intubated and monitored until that same evening. In the patient was extubated that same evening. The patients were last known to be in stable condition. There was no device malfunctions reported. Catheter return status is unknown. No further information is available.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED WHEN THE EVENT WAS REPORTED TO BSC THROUGH THE FDA MEDWATCH PROGRAM. WE ARE UNABLE TO REQUEST FURTHER INFORMATION DUE TO THE ANONYMOUS NATURE OF THE INITIAL REPORTER, AND THUS WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT, PATIENT, OR INCIDENT INFORMATION.

Event description:
IT WAS REPORTED THAT VENTRICULAR FIBRILLATION OCCURRED. A PULSE FIELD ABLATION (PFA) PROCEDURE TO TREAT AN ATRIAL FIBRILLATION WAS BEING PERFORMED AND AN UNKNOWN FARAWAVE PULSE FIELD ABLATION CATHETER WAS SELECTED FOR USE. DURING THE RIGHT SIDED ATRIAL FLUTTER PORTION OF THE PROCEDURE, VENTRICULAR FIBRILLATION (VF) WAS NOTICED IN THE PATIENT. WHILE UTILIZING THE FARAWAVE CATHETER FOR AN ABLATION ALONG THE CAVOTRICUSPID ISTHMUS (CTI) LINE, IT WAS NOTICED THAT THE PATENT WENT INTO VF VIA THE RECORDING SYSTEM. THE PATIENT WAS DEFIBRILLATED OR SHOCKED AND THE PATIENT WAS ABLE TO COME OUT OF VF TEMPORARILY. THE PATIENT THEN WENT IN AND OUT OF VF FIVE MORE TIMES WHERE THE PATIENT WAS DEFIBRILLATED EACH TIME AND BROUGHT OUT OF VF. AN INTERVENTIONAL CARDIOLOGIST WAS CALLED, AND AN ANGIOGRAM WAS PERFORMED ON THE PATIENT. NITROGLYCERIN WAS ALSO ADMINISTERED. THE PATIENT WAS INTUBATED AND MONITORED UNTIL THAT SAME EVENING. IN THE PATIENT WAS EXTUBATED THAT SAME EVENING. THE PATIENTS WERE LAST KNOWN TO BE IN STABLE CONDITION. THERE WAS NO DEVICE MALFUNCTIONS REPORTED.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided when the event was reported to BSC through the FDA Medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the Unique Identifier (UDI) and other specific product, patient, or incident information.Investigation Summary:With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Ventricular Fibrillation; however, was able to confirm User Used Incorrect Product For Intended Use. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record Review:The UPN and lot number was not provided; therefore, a DHR could not be performed.Risk Review:A risk review performed for the FARAWAVE device confirmed that the events of User Used Incorrect Product for Intended Use and Ventricular Fibrillation are known events defined in the product risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Labeling Review:The procedure included CTI ablation using the FARAWAVE catheter, which represents use outside the approved indication and is considered off-label. No device performance issues were identified, and no evidence suggests that labeling deficiencies contributed to the reported events. Based on the information provided, there is evidence that the device was used in a manner inconsistent with the labeled indications/Instructions For Use (IFU). Investigation Conclusion:Boston Scientific has assigned an investigation conclusion codes of Cause not Established and Cause Traced to Intentional Off-Label, Unapproved, or Contraindicated Use and supporting evidence that came to this conclusion. Boston Scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale. However, there was evidence to suggest that the Instructions For Use (IFU) was not followed.